Event description:
Attorney reports that his client used the product to clean her left lens on 05 may 1998. When she put it back into her eye, she experienced burning, redness and tearing. She visited her dr on 06 may 1998 and was diagnosed with irritation, a large but superfical corneal abrasion. Inferior stromal haze and a chemical burn. The dr began treatment with homatropine and patched with tobramycin ointment. On 07 may, she returned to her dr who noted a 6x6mm corneal abrasion and iritis. The dr repatched the eye and prescribed medication (unspecified) for the iritis. Her dr reexamined her on 08 may and noted that there was still some watering. He measured a 5.8x5.2mm abrasion and some local swelling, but that the anterior chamber had cleared and the iritis was under control. At this time, the dr considered the event to be a resolving chemical burn keratitis and mild iritis. He prescribed tobradex ointment and advil for discomfort (whenever necessary). On 12 may, the dr noted that there was significant improvement to the point of scattered diffuse stippling or irritation of the epithelium. The anterior chamber was clear and intraocular pressure was normal. The dr prescribed hypotears preservative free and told her to continue use of tobradex. On 15 may, the pt again saw her dr for follow-up. He noted a residual irritation and prescribed erythromycin (twice a day or whenever necessary) and told her to discontinue use of tobradex. The dr reported that he requested that the pt returned the following week, but that the pt was lost to follow-up.